Manufacturer narrative:
The t:slim user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer would periodically reuse insulin from old cartridge to new. This is off label per user guide. Customer reverted to manual injection due to lack of supplies. Customer's blood glucose was 235 mg/dl.